Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for an ablation and device implantation, noise was observed. Potential myopotential oversensing was also noted. The device mode was programmed. The lfa filter was switched off but did not resolve the issue. The signal amplitude reduced after several equipments were turned off. The patient condition was stable.